Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that  patient said the device was removed (B)(6) 2023 because it was upsetting them a lot on their bladder and it made them form blood clots. Patient said the system damaged them inside, all the veins in their bladder. Patient had a surgery and biopsy to see if something else happened because they had a lot of blood clots. Updated registration.